Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 70% stenosed target lesion was located in the tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a 2.0 maverick balloon and then the 2.25x12mm taxus express2 atom drug eluting stent (des) was advanced to the target lesion. The des became stuck in the lad and it was noted that there was withdrawal difficulty. The physician was able to get the stent to come back by removing the entire stent system. When the stent system was completely removed, it was noticed that the stent was not on the balloon. The stent had been hanging on the end of the sheath during withdrawal and became dislodged while the physician was removing the device. The stent dislodged in the profunda and no attempt was made to retrieve the stent, as it was located in a small branch that was unable to accept a lasso. The stent still remains in the pt. No additional complications were reported with the pt's current condition listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.